Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory. The information has been entered into our database and will be included in our trend analysis of this product line.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If we get further information, we will send a follow-up report.

Event description:
As reported by the user facility by bbm sales organization in (B)(6): narcotic infusion delivered to a patient via a b braun volumetric pump at a rate well above the rate set on the pump. Currently, we do not have any information in relation to the pump that was in use - no serial or batch number.